Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In the initial MDR, it was reported that a zcb00 21.0 diopter intraocular lens (iol) stayed folded when inserting into the patient's left (os) operative eye. Per investigation results, the lens was stuck in the cartridge tip with the leading haptic exposed out of the cartridge. This indicated that the lens was not inserted into the patient's eye and required removal. The reported event no longer meets the reportable malfunction criteria. Therefore, no further information will be reported. Based on investigation results, the following field has been updated accordingly. Device code: 2993. Device available for evaluation: yes, returned to manufacturer on: 11/12/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site in its original packaging with the wheel case insert and one cartridge. Visual inspection at microscope magnification was performed: scarce amount of lubricant material residues can be observed in the cartridge. The lens was stuck in the cartridge tip with the leading haptic exposed out of the cartridge. The cartridge tube was cracked, and the lens was coming out through the crack. Due to the conditions in which the sample was received it is not possible to verify the reported issue, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens (iol) stayed folded when inserting into the patient's left (os) operative eye. There was no surgical intervention required and no injury to the patient. Reportedly, patient is doing fine. No further information was provided.